Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had pump stops and the driveline had a lot of rescue tape on it. She recalls hearing an alarm but did not see it on her controller because it was too short. X-rays of the driveline were submitted. A review of the log file captured pump stops on (B)(6) 2020 and (B)(6) 2020. The pump stops may be related to potential issues with the percutaneous lead. The pump stops appear to be occurring on batteries. There appears to be a phase to phase short. Technical services recommended immobilizing the percutaneous lead to prevent further pump stops. X-ray images were reviewed, showing an area of heavy taping. The entire external portion of the driveline was replaced on (B)(6) 2020 with no issues. The patient remained in the hospital until analysis of the returned portion was completed. The patient was asymptomatic. The repair was successful in resolving the alarms as of 3 pm on (B)(6) 2020. The percutaneous lead was returned. The patient underwent a heartmate ii to heartmate ii pump exchange on (B)(6) 2020 due to an internal phase to phase and the original pump was returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low speed and pump stop events can be confirmed based on the submitted log file; however, the report of a suspected driveline (dl) issue could not be confirmed during the evaluation of (B)(6). The submitted log file contained data from 01sep2020 to 14sep2020. Analysis of the log file captured momentary pump stop events, and associated alarms, were captured on 26feb2020 at 14:46:13, 26feb2020 at 15:07:59, and 27feb2020 at 12:02:49. All of the events occurred while the system was operating on the battery power. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. (B)(6) was returned assembled with the driveline (dl) cut approximately 1" from the pump housing and the severed portion of the dl was not returned. Approximately 20¿ of the distal portion of the external dl was returned under work order 83437. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned connected to the pumps outlet port. Evaluation of the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) also revealed no evidence of developed depositions or developed thrombus formations. The disassembled pumps bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portions of driveline did not reveal any discontinuities or shorts. Visual inspection of the returned portions of driveline did not reveal any damage to the insulation of the wires. The returned portions of the driveline were submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that could have contributed to an electrical short. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. Incidental findings: superficial driveline damage. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 31may2012. Heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Additionally, the heartmate ii lvas IFU is also available. Section 1 of this IFU contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including pump stops. No further information was provided. The manufacturer is closing this event.